Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The patient came forward complaining that the suture was not dissolving after approximately six weeks. This patient required a visit to their general practitioner and the accident and emergency department. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : a picture was received for evaluation. As per visual inspection of the picture received, an opened box with several foil packets of product code (B)(4) could be observed. Absorption begins as a loss of tensile strength followed by loss of mass. Absorption of vicryl sutures is essentiality complete between 56 and 70 days. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please clarify, did the patient required hospitalization for further diagnosis? --patient one did visit a&e to have the final parts of the sutures removed between the dates of (B)(6) 2021. She called dmc on the 9th for advice then she attended a follow up on 15th where the stitches were not present. Was the suture trimmed in physician¿s office? Yes the hca confirmed the sutures are trimmed in the physicians office immediately after the procedure. Was the suture removed in a routine post-op procedure? No, the patient visited the gp and the nurse at the gp surgery could not get them all out, hence the visit to a&e. Was the suture removed in a reoperation procedure? No, no reoperation procedure carried out. Was reoperation necessary to remove the suture and re-close the wound? --no they were removed and they did not require any further treatment to re-close the wound. Procedure name and date? --nurse removed some stitches at the gp surgery on 7th december, went to a&e between 9th ¿ 15th december to get the last part removed. (We do not know exact date of hospital visit) event date? --initial appointment was on (B)(6) 2021 with us where our consultant carried out a minor op and used these stitches. Device return status/follow up? --follow up with different clinician on (B)(6) 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent